Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: evaluation revealed that the keypad button symbols were worn but there was no physical damage to the keypad. All of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under all button contacts.

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.